Event description:
On (B)(6) 2012 customer reported a leak coming from the act diff 2 probe after every sample. The leak was approximately 2 ml and was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer stated they had already changed the probe, probe wipe block, and probe wipe block tubing prior to call. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to change the red blood cell bath filters, waste filter, and air filter. Customer ran a test sample 4 times in open vial mode. After the 4th run there was no longer any evidence of a leak. The customer has not reported any further leaks to date.

Manufacturer narrative:
(B)(4).